Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited under-sensing and sensing intermittently. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 - the correct describe event or problem should have been "it was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited under-sensing and sensing intermittently. Programming changes were made. There were no patient consequences."

Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited under-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented remotely via merlin.net. Programming changes were made. There were no patient consequences.